Event description:
Customer reported that screen on the pump was blue, affecting their ability to interact with or read the pump screen. There was no adverse impact to the customer¿s blood glucose level reported, as levels did not exceed 500 mg/dl. Customer reverted to multiple daily injections (mdi) as backup therapy and was provided a replacement pump by cts. The customer was also guided on how to put the pump into storage mode and instructed to return the problematic pump within ten days using a pre-paid label.